Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head and fallen apart - oral-b [device breakage] case narrative: a significant other via e-mail reported that their partner's brand new oral-b toothbrush head fell apart while she was brushing her teeth. No injury was reported.